Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, foreign matter came out of the nozzle of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the event could not be identified. The foreign material could not be identified and the cause of it remaining on the device could not be specified. It was confirmed there were no deviations in reprocessing and there was no deformation to the area where the foreign material was found. The following is included in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.